Manufacturer narrative:
Medtronic received additional information that the service technician has spoken with the bio-med and perfusionist and explained the purpose of the liquid qcs and electronic control are to ensure the instrument is working properly. The service technician expressed that if the instrument is not showing errors and it's not having qc issues then the instrument is not the likely issue. The customer requested a performance check of the instrument as a precaution. Medtronic received additional information that the cartridges lot number is 228378516 and no error codes were observed. Heparin was not administered based on the results and the customer could not provide the value that was received for the hdr slope, but stated that the hdr range was high (>5.0). Device evaluation summary: the reported lower than expected slope values when calculating the heparin dose response (hdr) were not verified during service. The service technician performed an operational check of the instrument with no issues or errors noted related to the issue at hand. The service technician confirmed proper power at the 5vdc board. The service technician looked at the dispenser for possible dispenser, dispensing more at one end than the other causing the six-channel cartridge to have possible errors in reporting due to blood count in each channel with no issues over ten tests. The service technician confirmed the temperature in each channel to be equal. As a precaution the service technician downgraded and then upgraded the software due to some power outages that had occurred to ensure proper software operation. The service technician performed all tests and checks in accordance with all applicable maintenance instructions and manuals with all checks checking within limits. The instrument was returned to the customer ready for use. Note on h3: the instrument was evaluated in the field by a medtronic field service technician. The instrument was not returned to medtronic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a hms plus instrument, it was reported that the perfusionist was intermittently getting lower than expected slope values when calculating the heparin dose response (hdr). The perfusionist stated that all quality control (qc) testing appeared normal. The customer stated that they run some tests weekly and the electronic qc test daily. The instrument had a preventative maintenance in march and since then the hdr slopes seemed low. The customer have tried using cartridges of a different lot number, they have run dispenser tests, and checked the temperature and all appeared to be normal. The instrument was used to complete the procedure. There was no adverse patient effect associated with this event.